Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The cause of the elevated bg is because the customer let their pump¿s battery fully drain. A correction bolus was delivered to address bg. Tandem technical support educated the customer on best battery practices. No additional patient or event information was available.